Event description:
Per affiliate, the surgeon declares that after the third hole, the perforator did not stop after the perforation of the bone and so the clutch used to save the dura did not engage thus damaging the dura mater, without additional problems for the patient.